Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received an alarm on the insulin pump stating high blood glucose. The customer's blood glucose was 350 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump and manual injections. Troubleshooting found a bent cannula on the customer's infusion set. It was also reported the drive support cap was sticking out on the insulin pump. The customer's current blood glucose was 126 mg/dl. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.